Event description:
It was reported that a recorded atrial tachycardia/atrial fibrillation episode shows that the lead experienced undersensing and/or oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed two ventricular non-sustained tachycardia episodes less than or equal to 190 milliseconds on (B)(6) 2012.

Event description:
It was later reported that the right atrial lead sensing was low and the patient was not feeling well. It was noted that the patient is on a left ventricular assist device (lvad) and awaiting a heart transplant. Additionally, it was clarified that the lead was intermittently sensing far-field r-waves (ffrw). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.